Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Since no device was returned for investigation, a root cause could not be identified. Based on the results of the investigation, it is surmised that an image was not displayed because the incorrect input port was selected. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center had no gastro image to make a patient data entry, they could only see the endoscopy image. This issue was found during preparation for use of an unknown procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During the troubleshooting call with the technical assistance center it was found that the no image issue was due to having selected an incorrect input, the issue was resolved by changing the input on one of the ports, they were then able to see what they were looking for. Follow up with the user facility has been performed and no additional information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.